Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing needle or cannula. The customer stated that she went to insert the sensor, the plastic cap was present, but the cannula laid flat on his skin. He stated that there had not been any insertion issue, but that no needle came out. The customer did not know the blood glucose reading. The customer was advised to replace the sensor and agreed to return the device for analysis.